Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis and high blood glucose level of 1062 mg/dl. The customer stated that they experienced vomiting as a symptom of high blood glucose level. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were treated with injections at the hospital and had tried giving bolus earlier. The customer did not allege the insulin pump for under delivery. The insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.